Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not returned for analysis at the time this report was submitted; therefore no physical or visual analysis could be performed. This is a known inherent risk of the tavr procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
During normal transfemoral tavi procedure, this safari wire was placed normally in to left ventricle of heart. During tavi implantation patient went painful and then unstable. Heart pressure went down and team needed to resuscitate patient. In echo/ultrasound they saw pericardial effusion/fluid and did pericardium puncture to suck fluid off. Two units of extra blood given after this, and pressure stabilizes and tavi implanted normally. After this pressure went down again and new resuscitate needed. More pericardial liquid needed to take off. Procedure converted to urgent open heart surgery. Surgeon founded perforation in apex of left ventricle - caused probably by safari wire. Surgical patch was placed to heal/seal perforation.